Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission 05/08/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2014 with the following results: evaluation revealed cracked battery compartment. Evidence of moisture was observed in the battery compartment; the pump failed a leak test at the battery compartment. The pump cover was opened and additional moisture was found throughout the pump case.